Event description:
It was reported to boston scientific that an amplatz superstiff guidewire was used during a percutaneous nephrolithotomy procedure performed on (B)(6), 2014.according to the complainant, during the procedure, the guidewire perforated the patient¿s kidney. The procedure was not completed due to this event.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.